Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On the same day, the patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with an unspecified antibiotic for peritonitis. At the time of this report, the patient was still hospitalized and was recovering from the peritonitis event. Pd therapy was ongoing. Additional information was not available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as cmplnt-(B)(4) and cmplnt-(B)(4).